Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a lead. It was reported that the lead was giving results on an inconsistent basis, intraoperative, and the rep noticed that the lead looked like there was blood internally. The hcp stated it seemed like the lead had an opening between electrodes 0 and 1. A new lead was opened and testing was normal; the issue was reported to be resolved. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead, 3889-28, lot va11xb6, found suspected body fluid in the lead prior to decontamination. Each conductor has a separate wire insulation. No performance impact with the lead.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.